Event description:
A 6mm diameter x 100 mm length complete se stent delivery system was selected for insertion into a pt for the treatment of an unk lesion. It is unk if the lesion was pre-dilated. It was reported that there was a dissection of target lesion 1 and 2. No other info has been obtained. It was reported that the pt recovered without treatment. The investigator has indicated that the event was related to the study stent. The investigator has indicated that there was a definite relation between the event and the procedure. (MFR report #2953200-2009-00543).

Manufacturer narrative:
(B) (4). Dissection. Lack of information.

Event description:
Patient was 74 at time of index procedure. One complete se sfa peripheral stent was successfully delivered in the left proximal superficial femoral artery (sfa) and one complete se sfa peripheral stent in the left distal sfa. Approximately five months post index procedure, occlusion of the target lesions was reported. The patient underwent balloon angiography and atherectomy. (Ref MFR report# 2953200-2009-00543, 2953200-2009-00544).

Manufacturer narrative:
Results: inherent risk of procedure (occlusion of sfa artery or distal vasculature). (B)(4).